Event description:
Reporter stated, that patient's multiclix lancet device was jammed on position 2. As a result, patient reportedly used the same lancet multiple times. Reporter indicated that patient's finger became red and swollen. Four hours later, the swelling reportedly spread to the rest of patient's hand and she was unable to bend her fingers. Reporter stated, that patient sought treatment at the hospital, where she was prescribed 250 mg erythromycin, twice daily, for 7 days. No additional information about treatment received was provided. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Event occurred in a foreign country.